Event description:
When utilizing the atlanta biomedical corporation syringe infusion pump model 4100 to administer a syringe feeding to patient, the infusion pump incorrectly stopped the infusion with a message that the syringe in use was empty. The syringe used was not empty, so rn cleared the error message and started the infusion again. Minutes later, rn rechecked the pump to see that it had exceeded its programmed total volume to infuse by 0.63 ml and was continuing to infuse without shutting off. The pump was manually turned off by rn.